Manufacturer narrative:
As mentioned in the event description, there was a gap in the adhesive of the device at the distal end, which likely due to the adhesive peeling off or was cracked due to a shock caused by dropping and knocking the device to a hard surface or object, which is attributed to handling issue. In addition, the probe unit was found to be dented and damaged. The bending section cover glue was separated and chipped. The light guide pipe or prong was found loose. There was a play on the angulations, and reduced angulations. The control body unit was found damaged. There was a scratch on the universal cord. However, the user¿s report of loose air/water channel unit was not confirmed. The device was serviced and returned to the user facility. The investigation is ongoing, and this report will be supplemented when new and relevant information is received. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The user facility reported that the air/water channel unit of the evis exera ii ultrasound gastrovideoscope was loose. No patient injury reported. The device was returned to olympus for evaluation. During evaluation, it was found that there was a gap in the adhesive of the device at the distal end, stain entered the lens through the gap. In addition, the acoustic lens was also damaged. This MDR is being submitted to capture the reportable malfunction that was noted during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Event: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the handling issue could not be determined at this time. The following information is stated in the instructions for use which may have prevented the issue: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
Customer stated the event was discovered during connection in the drying cabinet.